Event description:
A other health care professional contacted technical service to report that the multirall 200 lift fell. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician inspected the motor and found damage to the cover as a result of the fall. It was additionally confirmed there was no patient injury as a result of the incident and that the event was likely caused by incorrect installation of the motor. Additional information has been requested regarding the reported event and the investigation is currently on going. A supplemental report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that the multirall 200 lift fell. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
During follow up it was confirmed the motor fell during installation, it was reported that the motor was incorrectly installed onto the hook during set up. It was also reported that extension straps were used due to the facility having very high ceilings which made it difficult to check that the motor was correctly attached to the hook during installation. The customer also reported the same issue had occurred with 2 other motors during the installation. There was no patient involvement. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. There was no device malfunction or patient involvement, the incident was caused by use error of incorrect installation. If the reported event were to recur, it would be unlikely to cause injury or death.